Event description:
Caller reported a cartridge alarm issue that did not cause their blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Customer attempted to load a new cartridge but the alarm recurred, leading technical support to assist in loading a cartridge with the proper technique and eventually decide on replacing the pump.